Event description:
It was reported that (1) device was used during a deep anterior resection. It was reported by the affiliate that the head of the cdh29 could not be locked in normal position. The surgeon felt it was not strong like it usually is and the surgeon had a bad feeling by connecting it. Another device was used to complete the case. There was no consequence to the pt.